Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that the power to the system turned on, however, the doctor memory was not able to be selected and the system froze. This occurred prior to a procedure.

Manufacturer narrative:
The company service representative examined the system and was unable to replicate the reported event. The system was then tested and met all product specifications. The system was manufactured on june 26, 2012. Based on qa assessment, the product met specifications at the time of release. A review of complaints for the last 6 months did not indicate any additional related reports for this system serial number. The system was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).